Event description:
A pt reported that their meter would not power on. Pt tried changing batteries. Issue still not resolved with troubleshooting. Pt did not have meter with them unable to provide serial number. There was no medical intervention or treatment given.